Event description:
It was reported that a spectrum iq pump had failed rate accuracy test +5%. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found within specification and the customer reported issue 'failed rate accuracy test +5% could not be reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation found the device passed the flow accuracy test. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.